Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Subsequently the pump shut off due to insufficient power. The customer¿s blood glucose level was 107 (mg/dl). Reportedly the customer contacted the healthcare provider to obtain alternate insulin therapy.